Event description:
It was reported to philips that the device gave an error: ¿x-ray generator busy starting up ¿ x-ray not possible¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the mains interface unit for certeray generator, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was rescheduled and performed in another room. The philips field service engineer (fse) inspect the system onsite and confirmed that x-ray was not possible. Fse review the log file and found miu phase error and enabled the miu rail voltage which was failed. The components failure in miu had cause the phase fault. To resolve the issue, the fse replaced the mains interface unit certeray generator. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.